Event description:
The device was being used for a trial at the user facility. An infusion was programmed to deliver blood to a patient. During the infusion, the nurse noticed that blood was dripping from the pump. When the door of the device was opened, the nurse found that the tubing had been cut.